Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that she was in a car accident, had a head injury and was hospitalized. Customer stated that she needed to have an MRI and the insulin pump was left on. Customer stated that they needed something that would state that the insulin pump was damaged. Nothing further was reported.